Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked and became unresponsive after unlock, rendering the device nonfunctional; the user did not know how the damage occurred, wore a dexcom g7, had backup therapy available, and images of the damage were provided, with the device component implicated as the touchscreen and the device problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen resulting in a fractured display and loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.